Event description:
Clinical study. Same case as 6000093-2006-01680. It was reported that 14 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a target-vessel re-intervention (tvr). The index procedure treated 2 de novo target lesions. Target lesion 1 was located in the mid left anterior descending (lad) artery and target lesion 2 was located in the proximal lad. It was not apparent if one or both lesions were predilated with an angioplasty balloon at 20 atms. The physician successfully implanted a 2.5x16mm taxus express2 drug-eluting stent at 14 atms in target lesion 1. Target lesion 2 was successfully implanted with a 2.5x16mm taxus express2 des at 16 atms, and a 2.25x12mm bare metal stent at 20 atms. There was stent overlap. The patient was discharged 3 days post-index procedure on aspirin; it is unknown if plavix was prescribed. The patient had a percutaneous intervention of the mid lad 14 days after the index procedure. No further information was provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.